Event description:
It was reported that the pt complained changing hearing impresions and noise. Telemetry showed low impedances for channel 1 and for the reference electrode. The device had malfunctioned.